Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was no irregularity in the material. It only contains the pipeline stent inside that presented problems in implantation. No alleged product issue. The device and any accessories were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications associated with this event were reported. There was no injury as a result of the event. The catheter was flushed as indicated in the IFU. The patient was undergoing cerebral aneurysm embolization surgery. The access vessel was the femoral artery with a diameter of 5 mm. It was noted the patient's vessel tortuosity was severe. Additional information was received. It was not possible to determine any issues with the phenom upon visual inspection. It was clarified that during implantation, the pipeline stent did not open at the distal portion, and after attempts to deploy it, it was recaptured into the phenom and removed from the vessel. There was no medical or surgical intervention needed to prevent permanent impairment of a function. The event lead to or extend patient hospitalization. There were no patient symptoms or complications associated with this event.